Event description:
Customer reported that the charge button was not working. No reported pt involvement. Service rep was able to duplicate reported condition. The device was repaired and proper operation confirmed.